Manufacturer narrative:
A device service history review has been performed and identified that the unit was manufactured in 2019 and no other similar event has been reported, neither concerning trend has been identified. Based on above facts and considering investigation of a similar complaint, the reported issue can be due to either to residues of dried fluids on the shafts, which obstruct the movements, generating noise or wear of the unit ball bearing. Taking into account the outcome of service activity, it cannot be ruled out that residues of dried fluids on the shafts or foreign particles present due to improper cleaning procedure may have prevented the clamp to close properly. Moreover, from IFU paragraph 2.2.5 "operational safety", before using the machine, the user should check all cables, tubes, connectors and other accessories to make sure that they are connected correctly, are not leaking and are in perfect working order and replace all damaged components immediately. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H10: livanova deutschland manufactures the s5 erc tubing clamp / 620mm. The incident occurred in manchester, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a s5 erc tubing clamp / 620mm did not occlude completely: it was losing about 100 ml per minute. The issue occurred when the unit was in service. There was no patient involvement.